Manufacturer narrative:
Summary of evaluation: examination results could not verify the reported event and suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The head did not seat properly in the bipolar cup. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.